Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing thresholds. A lead revision was attempted but could not be completed due to inability to gain venous access. The patient's right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.